Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the main board of the lap top ventilator 1200 unit display was not working correctly and there are missing pixels. At this time, there is no information regarding patient involvement associated with the reported event.